Event description:
Imp ref# (B)(4).

Manufacturer narrative:
Unable to pinpoint cause of partial facial paralysis (of the lips). If patient and product positioning were correct, and monitored during the procedure, then there is no surface contact between the patient's lips and the cushion. The cushion is designed with a void for the patient's eyes, nose and mouth, in order to monitor their status during the procedure. Patient contact with the cushion are the forehead and the chin. Reviewed the design history record, work order, and inspection records. No anomalies were observed. Product is within specification and design requirements. Th distributor is still procuring this product for their client, who is still using this product.